Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete.

Event description:
Device issue: guide wire separation. Time of device issue: during return device analysis. Adverse event: none. It was reported that the bmw guide wire would not cross the lesion. It was noted that the guide wire was kinked around the shaping ribbon. Therefore, the guide wire was removed and changed to a new bmw guide wire to complete the procedure. There were no reported patient sequelae. Though requested, no additional event or patient information was available. During return device analysis, a guide wire tip separation was observed.